Event description:
It was reported the catheter deflection angles so not match those of the original product, and the catheter does not properly "sit" in position. In addition, the deflection knob does not function properly. There was no patient injury or medical intervention and extended procedure time reported was a few minutes until replacement. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was received placed inside a small random medical device box, which was then placed inside the complaint device's secondary packaging. The secondary packaging contained no restraints to properly secure the device in place during shipping and handling. Upon visual inspection of the received complaint device, no relevant visible damage was detected. The catheter shaft, handle, steering mechanism, connector pins, and electrodes appeared to be intact. During functional inspection, the catheter deflected smoothly when the steering mechanism was actuated, indicating proper mechanical function. However, during deflection the distal tip appeared to be distorted when the catheter was fully deflected. Additionally, the device was evaluated and the device did not meet the planarity specification. The device inspection indicated that the "deflection angles do not match those of the original product¿ portion of the reported event was confirmed, as the curve of the device after deflection did not meet specification. The ¿deflection knob does not function properly¿ portion was not confirmed, as the device demonstrated proper mechanical function of the handle. Since the device was returned to stryker without the proper restraint to secure it in place during shipping, the extent of the issue experienced by the customer could not be fully determined, as shipping damage may have affected the condition of the returned device. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is a curve issue as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: - ep catheters should be used only by or under the supervision of an appropriately trained physician using proper procedures and techniques. - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - do not alter this device. - inspect the packaging and catheter for damage or defects prior to use. - avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. - do not insert or withdraw the catheter without straightening the catheter tip. - use fluoroscopic guidance during catheter positioning. The reported event will continue to be monitored through post-market surveillance.